Event description:
It was reported that pump displayed a malfunction code. The customer¿s blood glucose reading showed as "high", though specific value was unknown. Customer delivered correction bolus using pump and worked with technical support to reset pump malfunction, which did not recur, and was advised to continue using pump and call back if malfunction returned.